Manufacturer narrative:
D10: 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups: 4715587; 170-36-00 - biolox delta femoral head 36mm od, +0mm: 4901163; 186-01-54 - integrip cc, cluster 54mm, g2: 5019163; 190-31-04 - alt ha s clr ext sz 4: 4908657. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip arthroplasty of an unknown side. Subsequently, the patient experienced pain. As a result, the patient is scheduled for a hip revision approximately 8 years after initial implantation. The patient has bilateral hip replacements, and it is unclear if both hips or a single hip replacement will be revised. No further patient impact reported. No further information available.